Event description:
A registered nurse called to report issues with disconnecting a patient from peritoneal dialysis (pd) therapy. The nurse was unable to close off the patient's catheter line as the cap would not fit. During the course of the call, the nurse reported the patient was currently in the hospital due to a cerebrovascular event. Additional details surrounding the patient's course of care was unavailable at the time of the call.

Manufacturer narrative:
A seriously injury has occurred to a peritoneal dialysis patient following treatment with our product. Due to a lack of information a MDR's will be filed against the tubing while undergoing review by post market clinical department and manufacturing plant. A supplemental report will be submitted upon completion of the plant's investigation.